Manufacturer narrative:
Device not returned.

Event description:
It was reported that during an implant procedure when inserting the spacer, the nut of the spacer became loose from the implant body. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.